Event description:
On the morning of (B)(6) 2012, attempted to use bathroom. As I was attempting to sit on toilet; heard a loud pop in my back. After getting a series of x-rays and a doctor's appointment it was found that a spinal rod that was implanted in my back on (B)(6) 2011, had broken.